Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The reported complaint involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported that the device's filter plate could not vent. As a result, the infusion could not be injected into the patient. This lead to patient discomfort or an inability to control their condition, and the patient's hospital stay was extended. There was no specific human harm reported.

Manufacturer narrative:
A photo was provided showing the product in a plastic bag. No damages or anomalies were noted. No samples were returned for investigation. The reported complaint of no flow on the device (list number142560488) was unable to be confirmed from the photo. The probable cause is unknown. Without the return of the used sample, a comprehensive failure investigation cannot be performed. The device history record for lot 13531034 was reviewed and no non-conformities were found that would have led to the reported complaint.